Manufacturer narrative:
Visual inspection revealed the abutment screw portion was fractured. Some scratches were observed on the top portion of the abutment, but no significant damage. The lot number for the abutment was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported a fracture to the abutment.